Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The shaft, hypotube, and bonds were microscopically and visually examined. The hypotube was completely separated 22.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There is tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in a coronary artery. A 5.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the procedure, the device delivery shaft was fractured/broken. No patient complications were reported and the patient's status was stable.